Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 01-sep-2026, UDI#: (B)(4), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead h2. Correction: please note, h6 code b20 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that there was suspected lead breakage and a defective ins connection. There was another outpatient visit and electrode number 3 continued to show abnormal impedance values (30000-40000 ohms), so a disconnection or connection abnormality was suspected. Stimulation in the pain region became impossible, so an operation was performed to replace the lead and ins. The lead and ins were replaced on (B)(6) 2023 because the treatment effectiveness had been affected. When pulling the lead out of the ins, even though it had not been loosened with the torque wrench the lead came out of the ins when it was pulled. They reconnected the lead and ins then tightened the torque wrench, but the lead still came out with just a slight tug. A new ins and lead were opened and placed, and the operation was completed. It was noted that the patient was implanted with the ins in the abdomen using a 75 cm lead. The number 3 electrode was considered to have a high impedance due to a relatively large amount of subcutaneous fat, the loop on the back side was unraveled resulting in stress and disconnection. Due to the abnormality in the connection between the ins and lead discovered during the revision surgery, it was also believed that the abnormal impedance of electrode 3 might have been caused by the connection. The issue was resolved. The physician's observation about severity was serious, and health damage was noted. A preoperative session report was provided.

Manufacturer narrative:
H3 device evaluation of the implantable neurostimulator: analysis found that the battery was not in new condition, but no significant anomalies were found; normal impedances were observed, there was good stable output, and the device passed the final functional test. H3 device evaluation of the lead: analysis found that the complete lead was returned and the setscrew mark was in the correct location; however, conductor #3 is broken 2.9cm from the proximal end in the body of the lead. The outer insulation was noted to have been melted, cut/breached, pinched, cosmetically cut, and there were suspected tool marks in the outer insulation. All electrodes were noted to be slightly scratched. Circuit #3 was an open circuit, but there were no shorts between circuits. The conductor was broken in the body of the lead within 10 cm of the connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for numbness, spinal canal stenosis, and chronic pain. It was reported that the set value is disabled when attempting to increase stimulation. It is believed that it had been previously set to 16 but was lowered to 12 on its own. The stimulation has not been increased since then, but it is being requested to be raised again. However, the set values are frequently disabled. Nothing in particular was done for troubleshooting. The issue was not resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the cause was not determined. It was unknown if the set value being disabled was the "settings not available" message. The cause of the device lowering from 16 to 12 on its own was that the setting was changed by the patient because he/she felt the stimulation too strong. An attempt was made to increase the setting value, but "the setting value not usable" frequently occurred. The manufacturer representative (rep) will confirm the details when the patient visits the hospital for the medical consultation on (B)(6). The issue has not yet been resolved. Additional information was received. It was reported that the cause of the set value being disabled was abnormal impedance of the electrodes in use. The "set value being disabled" was the "settings not available" message. The further actions taken to resolve the issue were that the electrodes used were changed to electrodes with normal impedance. The issue has been resolved by the program change. Additional information was received. It was reported that the abnormal impedance was high impedance. It was determined that effective treatment was not performed, and so the settings were changed. Additional information was received. It was reported that "settings not available" is displayed even when attempting to return to the previous stimulation intensity. There were no particular environmental, external, and patient factors that may have caused the event. They checked the operation and confirmed whether it is possible to change the stimulus group. However, the situation did not change, and it was confirmed that there was only one group. The issue was not resolved at the time of the report. Health damage being present was reported as the patient outcome. Patient injury details include numbness in the limbs. The patient's medical history includes hypertension. Additional information was received. It was clarified that originally, no other group was set. It was reported that the actions taken to resolve the issue were that they checked the operation and whether the stimulation group could be changed, however, the situation did not improve. And then the settings have been changed at the outpatient visit. Fracture is suspected. Additional information was received. It was reported that when the patient tried to increase the stimulation intensity using the remote control, "settings not available" was displayed and the intensity could not be increased. When the clinician tablet was checked during the outpatient medical consultation on (B)(6), high impedance was noted with the combination of electrodes no. 0 and no. 3. A fracture is suspected. The stimulator was inserted into the abdomen using a 75 cm lead, and because there was not enough room for the length of the lead, the stress on the lead caused by the patient's body movements may have caused it to fracture. In addition, when a loop of lead was created on the dorsal side of the surgery to relieve tension, a thread was tied to prevent the loop from being released, which may have caused the friction on the thread resulting in fracture. On april 7, the settings were changed to one in which the no. 0 and no. 3 electrodes were not used. "Avoid" status and impedance measurements of over 40,000 ohms were observed. The device time was 90 minutes or more off the programmer time. It was noted that the issue was resolved at the time of the report. The physician's opinion on severity was serious severity.

Manufacturer narrative:
D10 concomitant medical product: sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-mar-10 mpxr 1038029 (con, rep, for): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for numbness. It was reported that the set value is disabled when attempting to increase stimulation. It is believed that it had been previously set to 16 but was lowered to 12 on its own. The stimulation has not been increased since then, but it is being requested to be raised again. However, the set values are frequently disabled. Nothing in particular was done for troubleshooting. The issue was not resolved at the time of the report. No health damage was reported. 2023-mar-22 ared (rep, for): additional information was received. It was reported that the cause was not determined. It was unknown if the set value being disabled was the "settings not available" message. The cause of the device lowering from 16 to 12 on its own was that the setting was changed by the patient because he/she felt the stimulation too strong. An attempt was made to increase the setting value, but "the setting value not usable" frequently occurred. The manufacturer representative (rep) will confirm the details when the patient visits the hospital for the medical consultation on april 7. The issue has not yet been resolved. 2023-apr-07 ared (rep, for): additional information was received. It was reported that the cause of the set value being disabled was abnormal impedance of the electrodes in use. The "set value being disabled" was the "settings not available" message. The further actions taken to resolve the issue were that the electrodes used were changed to electrodes with normal impedance. The issue has been resolved by the program change. 2023-apr-18 ared (rep, for): additional information was received. It was reported that the abnormal impedance was high impedance. It was determined that effective treatment was not performed, and so the settings were changed. ***start of pe-pe merged info*** from pe-705535349 2023-mar-29 mpxr 1044107 (con, rep, for): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal canal stenosis. It was reported that "settings not available" is displayed even when attempting to return to the previous stimulation intensity. There were no particular environmental, external, and patient factors that may have caused the event. They checked the operation and confirmed whether it is possible to change the stimulus group. However, the situation did not change, and it was confirmed that there was only one group. The issue was not resolved at the time of the report. Health damage being present was reported as the patient outcome. Patient injury details include numbness in the limbs. The patient's medical history includes hypertension. 2023-apr-14 ared (rep, for): additional information was received. It was clarified that originally, no other group was set. It was reported that the actions taken to resolve the issue were that they checked the operation and whether the stimulation group could be changed, however, the situation did not improve. And then the settings have been changed at the outpatient visit. Fracture is suspected. Pe 705551653 2023-apr-07 mpxr 1047218/ared, image, session report, attachment 2023-04-25 02:32/ attachment 2023-04-25 04:45/ ared (rep, for): inf ormation was received from a manufacturer representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that when the patient tried to increase the stimulation intensity using the remote con trol, "settings not available" was displayed and the intensity could not be increased. When the clinician tablet was checked during the outpatient medical consultation on april 7, high impedance was noted with the combination of electrodes no. 0 and no. 3. A fracture is suspected. The stimulator was inserted into the abdomen using a 75 cm lead, and because there was not enough room for the length of the lead, the stress on the lead caused by the patient's body movements may have caused it to fracture. In addition, when a loop of lead was created on the dorsal side of the surgery to relieve tension, a thread was tied to prevent the loop from being released, which may have caused the friction on the thread resulting in fracture. On april 7, the settings were changed to one in which the no. 0 and no. 3 electrodes were not used. "Avoid" status and impedance measurements of over 40,000 ohms were observed. The device time was 90 minutes or more off the programmer time. It was noted that the issue was resolved at the time of the report. The physician's opinion on severity was serious severity. ***end of pe-pe merged info*** 2023-apr-27 ared (rep, for): no new information. 26-sep-2023 mpxr 1102072 x2, ared (rep, for): additional information was received from a manufacturer representative. It was reported that there was suspected lead breakage and a defective ins connection. There was another outpatient visit and electrode number 3 continued to show abnormal impedance values (30000-40000 ohms), so a disconnection or connection abnormality was suspected. Stimulation in the pain region became impossible, so an operation was performed to replace the lead and ins. The lead and ins were replaced on 26-sep-2023 because the treatment effectiveness had been affected. When pulling the lead out of the ins, even though it had not been loosened with the torque wrench the lead came out of the ins when it was pulled. They reconnected the lead and ins then tightened the torque wrench, but the lead still came out with just a slight tug. A new ins and lead were opened and placed, and the operation was completed. It was noted that the patient was implanted with the ins in the abdomen using a 75 cm lead. The number 3 electrode was considered to have a high impedance due to a relatively large amount of subcutaneous fat, the loop on the back side was unraveled resulting in stress and disconnection. Due to the abnormality in the connection between the ins and lead discovered during the revision surgery, it was also believed that the abnormal impedance of electrode 3 might have been caused by the connection. The issue was resolved. The physician's observation about severity was serious, and health damage was noted. A preoperative session report was provided. 2023-nov-14 ared (rep, for): no new information. [Device return info] 2023-nov-20 an_rp (): no new information. 2023-dec-08 an_eval raw (): no new information. 2023-dec-11 an_eval (): no new information. 2024-jan-25 analysis email update (): no new information.

Manufacturer narrative:
Further analysis was completed on the implantable neurostimulator (ins). H3: additional device evaluation of the implantable neurostimulator: a manual lead insertion and withdrawal test for the returned ins did yield an acceptable specification value. The insertion test had an acceptable value of 0.520 pounds of force (lbf), and the withdrawal test had an acceptable value of 0.460 lbf. The returned lead was also used with the returned ins for the lead tightened to the ins. The returned lead was inserted to the returned ins. A torque wrench (5.0 oz) was used to tighten the returned lead; one click from the torque wrench was received. A 3.06 lbf pulled force was observed from the digital force gauges. No movement of the lead was observed. The returned torque wrench was tested with the torque watch, an acceptable specification of 5.1 in-oz was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.